Manufacturer narrative:
The suspect device was not returned for evaluation and a root cause cannot be determined.

Event description:
Olympus received a report of an olympus cv-170 that generated an "e106 system damaged error." There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined, as a likely cause, that failure occurred due to deterioration of the light source associated with the age of the device.